Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("one of the device was identified as having perforated her fallopian tube"), device dislocation ("migration of essure"), uterine perforation ("essure gynaecological coil end perforating uterine wall on right side") and appendicectomy ("appendicectomy") in a 39 year-old female patient who had essure inserted (lot no. B72577) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 4, headache and migraine. Previously administered products included: mirena for an unknown indication. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), pelvic pain ("localised pain/ pain/ debilitating pain / constant and unrelenting pain"), abdominal distension ("bloating"), genital haemorrhage ("heavy / abnormal bleeding"), abdominal pain ("abdominal pain / significant abdominal pain") and post procedural discomfort ("procedure being extremely uncomfortable"), was found to have weight increased ("weight gain") and underwent appendicectomy (seriousness criterion medically important). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, total laparoscopic hysterectomy and bilateral salpingectomy with preservation of both ovaries and appendicectomy). At the time of the report, the device dislocation, pelvic pain, abdominal distension, genital haemorrhage, weight increased and abdominal pain had resolved. The outcomes for fallopian tube perforation, uterine perforation, appendicectomy and post procedural discomfort were unknown. The reporter considered abdominal distension, abdominal pain, appendicectomy, device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, post procedural discomfort, uterine perforation and weight increased to be related to essure administration. The reporter commented: product insertion date updated from (B)(6) 2015. Product removal date updated from (B)(6) 2018. Mhra incident no: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2015: confirmed her fallopian tubes were occluded and sterilisation was successful. [Ultrasound scan vagina] (date unknown): anteverted uterus measuring 87x45x57mm, normal in echotexture. The endometrium measures 7. 4mm. Both ovaries are normal in dimensions and appearance. Essure coils appear to be correctly positioned the right ovarian volume =4.2cc. The left ovarian volume =5. 4cc. Batch no b72577, production date 2013-09-24, expiration date 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-apr-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the device was identified as having perforated her fallopian tube'), device dislocation ('migration of essure') and appendicectomy ('appendicectomy') in a 39-year-old female patient who had essure (batch no. B72577) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), genital haemorrhage ("heavy / abnormal bleeding"), pelvic pain ("localised pain/ pain/ debilitating pain"), abdominal pain ("abdominal pain") and post procedural discomfort ("procedure being extremely uncomfortable"), was found to have weight increased ("weight gain") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, post procedural discomfort and appendicectomy outcome was unknown and the device dislocation, abdominal distension, genital haemorrhage, pelvic pain, weight increased and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, appendicectomy, device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, post procedural discomfort and weight increased to be related to essure. The reporter commented: product insertion date updated from (B)(6) 2015 to (B)(6) 2015. Product removal date updated from (B)(6) 2018 to (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: confirmed her fallopian tubes were occluded and sterilisation was successful. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jul-2021: summons received. Reporter information, patient dob, lab data, event: fallopian tube perforation, abdominal pain, procedure being extremely uncomfortable, appendicectomy, rcc added. Product insertion and removal dates updated. We received a lot number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the device was identified as having perforated her fallopian tube'), device dislocation ('migration of essure') and appendicectomy ('appendicectomy') in a 39-year-old female patient who had essure (batch no. B72577) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), genital haemorrhage ("heavy / abnormal bleeding"), pelvic pain ("localised pain/ pain/ debilitating pain"), abdominal pain ("abdominal pain") and post procedural discomfort ("procedure being extremely uncomfortable"), was found to have weight increased ("weight gain") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, post procedural discomfort and appendicectomy outcome was unknown and the device dislocation, abdominal distension, genital haemorrhage, pelvic pain, weight increased and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, appendicectomy, device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, post procedural discomfort and weight increased to be related to essure. The reporter commented: product insertion date updated from (B)(6) 2015 to (B)(6) 2015. Product removal date updated from (B)(6) 2018 to (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: confirmed her fallopian tubes were occluded and sterilisation was successful. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-aug-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("one of the device was identified as having perforated her fallopian tube"), device dislocation ("migration of essure"), uterine perforation ("essure gynaecological coil end perforating uterine wall on right side") and appendicectomy ("appendicectomy") in a 39 year-old female patient who had essure inserted (lot no. B72577) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vitamin d deficiency, asthma, diarrhoea, gastritis, bloating, uti, parity 4, headache and migraine. Previously administered products included: mirena and ciprofloxacin. The only concomitant product mentioned was topiramate. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), pelvic pain ("localised pain/ pain/ debilitating pain / constant and unrelenting pain"), abdominal distension ("bloating"), genital haemorrhage ("heavy / abnormal bleeding"), abdominal pain ("abdominal pain / significant abdominal pain") and post procedural discomfort ("procedure being extremely uncomfortable"), was found to have weight increased ("weight gain") and underwent appendicectomy (seriousness criterion medically important). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, total laparoscopic hysterectomy and bilateral salpingectomy with preservation of both ovaries and appendicectomy). At the time of the report, the device dislocation, pelvic pain, abdominal distension, genital haemorrhage, weight increased and abdominal pain had resolved. The outcomes for fallopian tube perforation, uterine perforation, appendicectomy and post procedural discomfort were unknown. The reporter considered abdominal distension, abdominal pain, appendicectomy, device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, post procedural discomfort, uterine perforation and weight increased to be related to essure administration. The reporter commented: product insertion date updated from (B)(6) 2015 to (B)(6) 2015. Product removal date updated from (B)(6) 2018 to (B)(6) 2018. Mhra incident no: 2021/003/007/701/005. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2015: confirmed her fallopian tubes were occluded and sterilisation was successful. [Ultrasound scan vagina] (date unknown): anteverted uterus measuring 87x45x57mm, normal in echotexture. The endometrium measures 7. 4mm. Both ovaries are normal in dimensions and appearance. Essure coils appear to be correctly positioned. The right ovarian volume =4.2cc. The left ovarian volume =5. 4cc. Batch no: b72577, production date: 2013-09-24 & expiration date: 2016-09-30. :quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("one of the device was identified as having perforated her fallopian tube"), device dislocation ("migration of essure"), uterine perforation ("essure gynaecological coil end perforating uterine wall on right side") and appendicectomy ("appendicectomy") in a 39 year-old female patient who had essure inserted (lot no. B72577) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vitamin d deficiency, asthma, diarrhoea, gastritis, bloating, uti, parity 4, headache and migraine. Previously administered products included: mirena and ciprofloxacin. The only concomitant product mentioned was topiramate. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), pelvic pain ("localised pain/ pain/ debilitating pain / constant and unrelenting pain"), abdominal distension ("bloating"), genital haemorrhage ("heavy / abnormal bleeding"), abdominal pain ("abdominal pain / significant abdominal pain") and post procedural discomfort ("procedure being extremely uncomfortable"), was found to have weight increased ("weight gain") and underwent appendicectomy (seriousness criterion medically important). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, total laparoscopic hysterectomy and bilateral salpingectomy with preservation of both ovaries and appendicectomy). At the time of the report, the device dislocation, pelvic pain, abdominal distension, genital haemorrhage, weight increased and abdominal pain had resolved. The outcomes for fallopian tube perforation, uterine perforation, appendicectomy and post procedural discomfort were unknown. The reporter considered abdominal distension, abdominal pain, appendicectomy, device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, post procedural discomfort, uterine perforation and weight increased to be related to essure administration. The reporter commented: product insertion date updated from (B)(6) 2015 to (B)(6) 2015. Product removal date updated from (B)(6) 2018 to (B)(6) 2018. Mhra incident no: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2015: confirmed her fallopian tubes were occluded and sterilisation was successful. [Ultrasound scan vagina] (date unknown): anteverted uterus measuring 87x45x57mm, normal in echotexture. The endometrium measures 7. 4mm. Both ovaries are normal in dimensions and appearance. Essure coils appear to be correctly positioned. The right ovarian volume =4.2cc. The left ovarian volume =5. 4cc. Batch no: b72577, production date: 2013-09-24 and expiration date: 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-may-2023: new lawyer's reporter, other health professional's reporter, annex f updated from f1901 to f1907 of international medical device regulators forum updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("one of the device was identified as having perforated her fallopian tube"), device dislocation ("migration of essure"), uterine perforation ("essure gynaecological coil end perforating uterine wall on right side") and appendicectomy ("appendicectomy") in a 39 year-old female patient who had essure inserted (lot no. B72577) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 4, headache and migraine. Previously administered products included: mirena for an unknown indication. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), pelvic pain ("localised pain/ pain/ debilitating pain / constant and unrelenting pain"), abdominal distension ("bloating"), genital haemorrhage ("heavy / abnormal bleeding"), abdominal pain ("abdominal pain / significant abdominal pain") and post procedural discomfort ("procedure being extremely uncomfortable"), was found to have weight increased ("weight gain") and underwent appendicectomy (seriousness criterion medically important). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, total laparoscopic hysterectomy and bilateral salpingectomy with preservation of both ovaries and appendicectomy). At the time of the report, the device dislocation, pelvic pain, abdominal distension, genital haemorrhage, weight increased and abdominal pain had resolved. The outcomes for fallopian tube perforation, uterine perforation, appendicectomy and post procedural discomfort were unknown. The reporter considered abdominal distension, abdominal pain, appendicectomy, device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, post procedural discomfort, uterine perforation and weight increased to be related to essure administration. The reporter commented: product insertion date updated from (B)(6) 2015 to (B)(6) 2015. Product removal date updated from (B)(6) 2018 to (B)(6) 2018. Mhra incident no: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2015: confirmed her fallopian tubes were occluded and sterilisation was successful. [Ultrasound scan vagina] (date unknown): anteverted uterus measuring 87x45x57mm, normal in echotexture. The endometrium measures 7. 4mm. Both ovaries are normal in dimensions and appearance. Essure coils appear to be correctly positioned. The right ovarian volume =4.2cc. The left ovarian volume =5. 4cc. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-apr-2022: medical record received. Event uterine perforation was added. Reporter information, medical history updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("one of the device was identified as having perforated her fallopian tube"), device dislocation ("migration of essure"), uterine perforation ("essure gynaecological coil end perforating uterine wall on right side") and appendicectomy ("appendicectomy") in a 39 year-old female patient who had essure inserted (lot no. B72577) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of acute lower respiratory tract infection, parotitis, upper respiratory infection, chest infection, thrush vaginal, vitamin d deficiency, asthma, diarrhoea, gastritis, bloating, uti, parity 4, headache and migraine. Previously administered products included: mirena, ciprofloxacin and naproxen. The only concomitant product mentioned was topiramate. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), pelvic pain ("localised pain/ pain/ debilitating pain / constant and unrelenting pain"), abdominal distension ("bloating"), genital haemorrhage ("heavy / abnormal bleeding"), abdominal pain ("abdominal pain / significant abdominal pain"), post procedural discomfort ("procedure being extremely uncomfortable"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues") and fatigue ("fatigue"), was found to have weight increased ("weight gain") and underwent appendicectomy (seriousness criterion medically important). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, total laparoscopic hysterectomy and bilateral salpingectomy with preservation of both ovaries and appendicectomy). At the time of the report, the device dislocation, pelvic pain, abdominal distension, genital haemorrhage, weight increased and abdominal pain had resolved. The outcomes for fallopian tube perforation, uterine perforation, appendicectomy, post procedural discomfort, hypersensitivity, dyspareunia, mental disorder and fatigue were unknown. The reporter considered abdominal distension, abdominal pain, appendicectomy, device dislocation, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, post procedural discomfort, uterine perforation and weight increased to be related to essure administration. The reporter commented: product insertion date updated from (B)(6) 2015 to (B)(6) 2015. Product removal date updated from (B)(6) 2018 to (B)(6) 2018. Mhra incident no: 2021/003/007/701/005 essure confirmation test: 12-jun-15. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2015: confirmed her fallopian tubes were occluded and sterilisation was successful. [Ultrasound scan vagina] (date unknown): anteverted uterus measuring 87x45x57mm, normal in echotexture. The endometrium measures 7. 4mm. Both ovaries are normal in dimensions and appearance. Essure coils appear to be correctly positioned the right ovarian volume =4.2cc. The left ovarian volume =5. 4cc. Batch no b72577 production date 2013-09-24 expiration date 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Event dyspareunia, allergic reaction , psychological issues & fatigue added. Medical history & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("one of the device was identified as having perforated her fallopian tube"), device dislocation ("migration of essure"), uterine perforation ("essure gynaecological coil end perforating uterine wall on right side") and appendicectomy ("appendicectomy") in a 39 year-old female patient who had essure inserted (lot no. B72577) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device deployment issue ("during implantation, the right-side device did not fire,"). The patient had a medical history of acute lower respiratory tract infection, parotitis, upper respiratory infection, chest infection, thrush vaginal, vitamin d deficiency, asthma, diarrhoea, gastritis, bloating, uti, parity 4, headache and migraine. Previously administered products included: mirena, ciprofloxacin and naproxen. The only concomitant product mentioned was topiramate. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), pelvic pain ("localised pain/ pain/ debilitating pain / constant and unrelenting pain"), abdominal distension ("bloating"), genital haemorrhage ("heavy / abnormal bleeding"), abdominal pain ("abdominal pain / significant abdominal pain"), post procedural discomfort ("procedure being extremely uncomfortable"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues") and fatigue ("fatigue"), was found to have weight increased ("weight gain") and underwent appendicectomy (seriousness criterion medically important). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, total laparoscopic hysterectomy and bilateral salpingectomy with preservation of both ovaries and appendicectomy). At the time of the report, the device dislocation, pelvic pain, abdominal distension, genital haemorrhage, weight increased, abdominal pain, hypersensitivity, mental disorder and fatigue had resolved. The outcomes for fallopian tube perforation, uterine perforation, appendicectomy and post procedural discomfort were unknown. The reporter considered abdominal distension, abdominal pain, appendicectomy, device dislocation, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, post procedural discomfort, uterine perforation and weight increased to be related to essure administration. The reporter commented: product insertion date updated from (B)(6) 2015. Product removal date updated from (B)(6) 2018. Mhra incident no: (B)(4). Essure confirmation test: (B)(6) 2015. In 2016 and 2017, consumer made regular visits to her gp about her pain and other symptoms. Gp referred her to gynecology, but the investigations were inconclusive. Also made several visits to a&e for extreme pain over this period. Consumer has has reported a resolution in all her symptoms following her removal procedure. Consumer pain symptoms resolved following removal of the device. Whilst the claimant continues to experience occasional abdominal pain symptoms, these are distinguishable from the localized pelvic pain experienced with essure. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: confirmed her fallopian tubes were occluded and sterilisation was successful. [Ultrasound scan vagina] (date unknown): anteverted uterus measuring 87x45x57mm, normal in echotexture. The endometrium measures 7. 4mm. Both ovaries are normal in dimensions and appearance. Essure coils appear to be correctly positioned the right ovarian volume =4.2cc the left ovarian volume =5. 4cc batch no b72577 production date 2013-09-24 expiration date 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-feb-2024: summons received. New event device deployment issue was added. Event outcome updated to recovered resolved. Reporter causality comment updated. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a female patient who had essure (batch no. B72577) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), genital haemorrhage ("heavy / abnormal bleeding") and pelvic pain ("localised pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal distension, genital haemorrhage, pelvic pain and weight increased had resolved. The reporter considered abdominal distension, device dislocation, genital haemorrhage, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. We received a lot number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a female patient who had essure (batch no. B72577) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), genital haemorrhage ("heavy / abnormal bleeding") and pelvic pain ("localised pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal distension, genital haemorrhage, pelvic pain and weight increased had resolved. The reporter considered abdominal distension, device dislocation, genital haemorrhage, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: initials updated. Insertion date, removal date, lot number (b72577) and events migration of essure, bloating, heavy / abnormal bleeding, localised pain and weight gain added. We received a lot number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.